Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/ descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with echocardiography guidance.¿ section: warnings & cautions: cautions never advance the guidewire or sheath when resistance is met. Determine the cause of resistance using fluoroscopy and take remedial action. This report is being filed as part of a retrospective review of historical records.

Event description:
A patient with a history of coronary artery bypass graft and pacemaker that was placed which resulted in infection and sepsis was placed on an impella cp device for mechanical circulatory support after the patient experienced a decline in cardiac function. It was reported that the first attempt to place the impella cp with a 14 french short sheath was unsuccessful as the pump appeared to be clogged and would not prime. The pump was removed and rinsed with distilled water. The short sheath was replaced by a long sheath and another attempt was made to place the impella cp. The second attempt was successful, and the patient was successfully support with the impella. It was reported the patient later expired while on impella cp support. It was reported the cause of death is unknown, but it was reported the patient's condition was severe even before the impella was inserted. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Difficulty inserting/removing pump through introducer: delivery issues was changed to difficulty inserting/removing pump through introducer. The root cause of the difficulty inserting/ removing pump through introducer issue was unable to be determined since the product was not returned for evaluation. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-20750 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-20750 in accordance with updated procedures.